Event description:
The customer reported that the monitor was displaying a speaker malfunction. There is not enough info to determine if there was any sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor was displaying a speaker malfunction. There is not enough info to determine if there was any sound. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.